Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
On (B)(6) 2018, the customer called and requested to set up preventive maintenance for the odyssey laser. Customer expressed also they might need a new foot pedal. Said they weren't having problems yet, but it was kind of beat up. On (B)(6) 2018, the customer reported an employee plugged in the power cord of this odyssey laser and when he did it blew off hurting the employee. It was also stated the employee was doing fine. Reporter thought it burned the employee's hand but advised they were not given all of the details. On (B)(6) 2018, the customer called and cancelled scheduled preventive maintenance and repair that was previously requested on (B)(6) 2018. On (B)(6) 2018, contact at facility advised that the laser was on and being used when the cord came out of the back of the unit. While the power cord was still plugged in and the laser was on, the person plugged the cord back into the laser and at that point the cord blew off. It was also reported, the person had some bruising. On (B)(6) 2018, reached out to customer again and advised that cook had been informed the power cord blew off the laser and one of the employees were hurt and requesting to get some additional details. The contact advised that was not what happened. The contact advised they had an issue with their laser but they was not authorized to talk about it. A review of capital equipment history records for this laser showed it has never been serviced by cook capital equipment. However, it was previously serviced by a 3rd party provider.

Event description:
There has been no new information received since the last report was submitted on 13jul2018.

Manufacturer narrative:
Evaluation methods codes: historical data analysis (4109); communication/interviews (4111); analysis of data provided by user/third party (4112). Evaluation results codes: installation problem identified (3201). Investigation evaluation: the laser device was not returned to the manufacturer; however, a service report was obtained when the service manager visited the site as part of the investigation for this complaint. The service report indicates no anomalies that are believed to have caused or contributed to the event. The heat damage to the power cord and connector were confirmed. No cuts or tears in the cable were observed. Pictures were taken to show the damaged power cord and normal internal parts. No breakers were reported to have been tripped at the hospital. A review of relevant documents was conducted. Preventive maintenance and service reports were obtained from the vendor that has been providing servicing to the hospital. The most recent preventive maintenance record shows the device was last serviced 12oct2017 and the device performed normally. The IFU has complete instructions for the laser machine installation procedure for site preparation and installation of the laser system, operation of laser system controls, and indicator signals as well as outlining standard operating procedures. Chapter 2 installation. Initial system power on. Review the previous sections in this chapter and verify that all site installation requirements have been met. The laser system should only be operated in a restricted access area. Post a laser danger sign on each access door. Plug the detachable power cord into the laser system. Verify that the mains switch is in the off (o) position. Verify that the key switch is in the off (o) position. Plug the outlet end of the power cord into a suitable electrical outlet. Verify that the remote connector is secured. Plug the detachable foot switch into the connector on the back panel. Raise the fiber mast to the upright position. Turn on (I) mains switch. Turn on (I) the key switch. The yellow standby led is lit. After 5 seconds, the touch screen displays the user power settings screen. Lift the laser aperture door and insert the 600 m test fiber into laser aperture. The instructions for use indicate the power cord should be plugged into the back of the unit, the switches verified to be in the off position, and then the power cord plugged into an outlet prior to turning on the unit. A search of complaint records found this is the only complaint for the odyssey laser 30 watt generator, serial number (B)(4). The power cord was confirmed to be damaged likely related to the representative not following instructions in the IFU for turning on the unit. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected data: b1, b5, d4 serial number and h1. B5: in the initial report it was stated the customer expressed they might need a new foot pedal. Upon review of the customer call it was noted the customer expressed they might need a new power cord. The investigation remains in progress. A final report will be submitted once the investigation has been completed.

Event description:
On 13jun2018 manufacturer contacted the user facility, and spoke with the nurse manager for additional event information. The nurse manager reported the power cord became disconnected from the laser while they were doing a laser stone lithotripsy procedure. The laser was in the ¿on¿ position and when the female nurse in the procedure room went to plug the power cord back into the laser she received a shock. It was originally reported she was ¿blown across the room and hit a door¿. The nurse was brought to the emergency room to get checked out, but the nurse manager had no details on the treatment the nurse may have received. Additionally, the nurse manager reported the nurse suffered bruising and tingling in her hand for 2 days and missed 2 days of work. The laser machine is an older 220 volt(v) unit and the facility is planning to purchase a new unit and therefore they were not going to have it serviced. The nurse manager also reported the patient was under general anesthesia and the procedure had to be aborted and he has no further information. On 26jun2018, manufacturer was informed that the user facility has removed the laser machine from service. On 09jul2018, the cook capital equipment, service manager, visited the facility and was permitted to perform a visual inspection of the laser machine. In addition, he met with and interviewed the operating room director about the reported event and received clarification. The operating room director provided the following information: 1) on (B)(6) 2018, the date of the event, the patient was prepped in the operating room and under anesthesia. The operating room was dry and the laser machine was in the room. The laser fiber was never attached to the laser machine or in contact with the patient. 2) the nurse moved the laser machine into position without the power cord attached. The power cord was already plugged into the wall socket (208v). Then, the nurse, whose hands were dry and free of gloves, attached the mating cord end to the laser machine that was in the 'on' position when the plug was applied. There was a flash and the nurse reported being shocked. 3) the nurse was off work for one week. She recovered and has worked without complications since her time off. 4) they woke the patient and rescheduled the case. They completed the case with a rental laser on an unknown date. The operating room director and biomedical engineer both advised they have no intention of using the device further and it has been taken out of service. The cook capital equipment, service manager, conducted a visual inspection of the power cord and the bulkhead connector on the laser machine. The power cord showed no signs of cuts or abrasions. The wall plug end is a 220v, three prong twist-lock and was undamaged. The female plug end of the power cord that attaches to the bulkhead connector was burned. The plastic housing of the female plug end shows areas of melted plastic. The pins of the bulkhead connector on the laser machine were burned and showed some melting of the contact prongs. The circuit breaker of the or was reported as not tripped, according to the or director. Internally, the thermistors and interconnect wiring showed no evidence of damage. The tapping configuration of the transformer was for 220v. During this visit no service was performed on the unit. Per the odyssey 30 laser system user manual, chapter 2 - installation, under the initial system power on section it contains the following information. 1) plug the detachable power cord into the laser system. 2) verify that the mains switch is in the off (o) position. 3) verify that the key switch is in the off (o) position. 4) plug the outlet end of the power cord to a suitable electrical outlet....